Manufacturer narrative:
Continuation of concomitant: 4068-45 lead implanted (B)(6) 2000.

Event description:
It was reported that the patient experienced syncope, and their heart was measured at thirty beats per minute. There was an intermittent loss of capture exhibited with the right ventricular (rv) lead. Reprogramming was performed, and the problem resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.